Manufacturer narrative:
The implant date, lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure during which the cuff component of this artificial urinary sphincter (aus) was replaced with a smaller one due to suspected atrophy. No patient complications were reported.